Event description:
While the patient was showering on (B)(6) 2013 she noticed the ins eroded through the skin at the pocket site. The company representative was at the clinic to make programming changes and saw the wound site. She was scheduled for the device system to be explanted on (B)(6) 2013. The company representative confirmed that the ins was explanted on (B)(6) 2013 but the leads were left intact. The patient was hospitalized overnight for IV antibiotics. The ins was not kept for return due to infection in the pocket. The ins will be replaced at a later date.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).